Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764, serial/lot: (B)(4). Analysis of the return system computer was pending. Analysis was pending. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Hardware analysis determined that no fault was found with the returned system computer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735764, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed. The cpu was replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. When starting the system the no signal message appeared. The system was rebooted several times without resolution.